Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has been returned and the evaluation is underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death. Manufacture dates: monitor: 10/21/2015, belt: 7/26/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. It was reported that the patient was in an ambulance at the time of passing. Per review of the patient's download data, the patient was treated by the lifevest on the day of passing. The clinical analysis of data showed that at 12:11:01 pm, an arrhythmia was detected by the lifevest. The patient's rhythm at this time was obscured by CPR and motion artifact. The rhythm then transitioned to asystole with cprand motion artifact. The rhythm then transitioned to idioventricular rhythm at 30 bpm, and the rhythm then degraded to ventricular fibrillation (vf) with motion artifact. At 12:12:03 pm and 12:12:35 pm two treatments were delivered by the lifevest. The patient's rhythm at the time of the treatments, and post-shock were obscured by CPR and motion artifact. At 12:13:10 pm, the patient received a third treatment from the lifevest. The patient's rhythm at the time of the treatment was obscured by CPR and motion artifact, and the post-shock was initially obscured by CPR and motion artifact, and degraded to nsvt at 150 bpm. At 12:13:36, the patient received a fourth treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole with cardiac activity and CPR and motion artifact, and the post-shock rhythm was obscured by CPR and motion artifact. At 12:35:24 pm, the patient received the fifth treatment from the lifevest, the patient's rhythm at the time of the treatment was non-sustained ventricular tachycardia (nsvt) at 170 bpm with CPR and motion artifact, and the post-shock rhythm was obscured by CPR and motion artifact. At 12:36:03 pm, the patient received a sixth treatment from the lifevest. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf) with CPR and motion artifact, and the post-shock rhythm was asystole with CPR and motion artifact. The response buttons were pressed at 12:36:33 pm, and from 12:36:38 pm to 12:36:40 pm. It is unknown who was pressing the response buttons. At 1:55:01 pm, the patient received an external defibrillation. The patient's rhythm at the time of the external shock was vf with CPR and motion artifact and the post-shock rhythm was nsvt at 170 bpm with CPR and motion artifact. At 1:55:59, the patient received a seventh treatment from the lifevest. The patient's rhythm at the time of the treatment and post-shock was obscured by CPR and motion artifact. At 1:57:54, the patient received an eighth treatment from the lifevest. The patient's rhythm at the time of the treatment was vt/vf at 200 bpm with motion artifact. The post-shock rhythm was vt/vf at 200 bpm with motion artifact. A second external defibrillation was delivered to the patient after the eighth lifevest defibrillation was delivered. The patient's rhythm was vt/vf at 200 bpm and the post-shock rhythm was asystole. The device was shut down at 1:58:25 pm. CPR artifact, motion artifact, and nsvt contributed to the false detections. There's no indication that a device malfunction caused or contributed to the patient's death.